Manufacturer narrative:
Concomitant product(s): ra mdt-lead, implanted: unknown; rv st-jude-lead, implanted: unknown; lv ela-lead, implanted: unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. Purulent drainage and a red area appeared on top of the incision site and to the left of the incision site. The patient was treated with oral linezolide and the site will continue to be monitored. The cardiac resynchronization therapy defibrillator (crt-d) system and absorbable envelope remain active and implanted. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the infection resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.